Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, and displacement test. The insulin pump alarmed during the occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump had a cracked display window, cracked case at the display window corner, cracked battery tube thread, a broken belt clip slot, cracked reservoir tube lip and a stained end cap sticker.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during the bolus delivery. The parent did not recall the blood glucose reading. The insulin pump had not been exposed to a strong magnetic field. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.